Event description:
The field service representative (fsr) reported that during preventative maintenance (pm ) of the device, the perfusion system does not boot up on battery, the batteries are dead. Since event occurred during preventative maintenance, there was no patient involved.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Software logs were received by the manufacturer on (B)(4) 2014.